Event description:
The consumer states that one of the fork stem bearings came out and the other one is going bad. The consumer was unable to find a serial number on the chair and doesn't know where he purchased it. He states it was purchased in (B)(6), 2014. No other information is available.